Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20990313 / 21310786, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was not able to get relief where he needed to. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1200 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was not able to get relief where he needed to. The patient underwent an explant procedure.